Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 242 - to what was displayed as "high". Cause was not known. A manual injection was administered to address bg. The customer continued to use the pump for insulin therapy.